Event description:
During a clinic follow-up, a decrease in the battery longevity of the device was observed and premature battery depletion was alleged. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received from the field with the battery voltage above elective replacement indicator (eri) level. Session records were reviewed and no sudden drop in voltage was noted on or before the event date. Electrical analysis did not find any anomalies. There was evidence from the device image that the autocapture feature was enabled and operated in high output mode at times. When automatic settings are programmed, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affects the total longevity of the device. A longevity assessment was performed based on nominal settings and the device meets the projected longevity and is considered normal battery depletion.